Event description:
It was reported the device used during an unknown procedure. It was reported there was oozing at the ecs29 staple line. It was reported the pt was reoperated on. 2/24/1998, it was reported the device was used during a right hemicolectomy. Ileocolostomy procedure. It was reported the pt presented with a bowel resection. The surgeon performed a resection of the right colon and terminal ileum and created an ileocolostomy using an ecs29 in a side-to-end anastomosis. The surgeon ensured no tension on the anastomosis using serosal silk sutures. It was reported on 2/22/1998 the surgeon noted a decrease in the blood count value which was below 30 and the pt did not have a bowel movement. The pt was given two units of blood and the hematocrit was checked and the pt was given three more units of blood. The pt passed a bloody stool at 7:00 a.m. On 2/23/1998, but had no further bloody stools or change in blood values since that time.